Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008 the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was prompting a battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient's spouse reported that the alleged issue began 3 or 4 weeks prior to contacting lfs. Presumably, the patient was unable to test his blood glucoses as a result of the issue. On an unspecified date/time, after the reported issue started, the reporter claimed that the patient developed "hypoglycemic" symptoms and had to receive assistance from emergency medical services (ems). The reporter stated that the patient's blood glucose when tested with the ems meter was "1.6 mmol/l (29 mg/dl)" and was then treated with oral glucose. During troubleshooting, the csr noted that the subject meter's battery had not been replaced as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.